Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Limited information available at the time of the report. As per the doctor it was very dull when trying to cut. Patient status: no patient injury reported. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Type of procedure performed: laparoscopic sacral colpopexy. Limited information available at the time of the report. As per the doctor it was very dull when trying to cut. Additional information received via email on 09jun2021 from [name]: the dull scissors were noticed at the "start of the case, beginning. Doctor just stated that the scissors were dull upon first trial cut. The user was cutting omentum, fascia. New pair of scissors were opened and the procedure continued. There was no patient injury. The patient is stable, no issues." Patient status: stable, no issues. Type of intervention: ni